Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape was observed to have a piece of the adapter detached. The procedure was completed with no reported injury.